Manufacturer narrative:
Through follow-up with the health-care provider via fax, additional information and a copy of the patient's discharge summary were received. It was learned that the device was explanted after an implant duration of approximately 0.27 months, due to a paravalvular leak.

Event description:
A hospital in (B)(6) reported that the pins on the expiratory limb of an rt340 adult dual-heated evaqua breathing circuit were bent, preventing heater wire adaptor connection. This was found prior to patient use.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.23 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/16/2010 and 09/21/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.